Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported when pressing the start button on the previously working remote monitor, interrogation or transmission could not be generated. The monitor was replaced. No patient complications have been reported as a result of this event.